Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the faradrive steerable sheath did not reveal any abnormalities. The returned sheath was tested for deflection. The sheath was able to fully deflect and un-deflect with no resistance felt. The sheath was functionally tested, and leak tested and passed all testing. The device was examined on the microscope to look for any potential leak path. Dissection of the sheath cap revealed a flush lumen tear. It was noted that the flush lumen was torn where the adhesive filet bonds the lumen to the valve hub of the sheath. Subsequently, microscopy was used to inspect the valves. No significant damage was noted.

Event description:
Complaint reportable based on analysis completed on (B)(6)2024 it was reported that a pulmonary vein isolation (pvi) procedure to treat paroxysmal atrial fibrillation, a farawave catheter and faradrive sheath were used. During the procedure, the farawave catheter splines were turned over and could not be removed in the faradrive sheath or outside the patient. However, analysis of the returned device revealed a tear in the flush lumen.